Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that noise was observed on the right ventricular (rv) channel during implant of this device. The lead was removed from the device header and tested on a pacing system analyzer (psa) and no noise was observed on the lead until being connected to the device header. The device was removed and another device was implanted with no noise observed. Potential environmental noise was suspected, however, this was not confirmed. The device was attempted, but not implanted. No adverse patient effects were reported.

Event description:
It was reported that the device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.